Event description:
Upstream occlusion - customer report the upstream occlusion sensor keeps going off when there is no occlusion.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Technical error 99 was found once in the log during review but do not require further action and is not linked to the reported issue. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Visual inspection found a broken pole clamp which may indicates that the device has been dropped. During testing the upstream pressure test failed but no cause could be identified. As per technical manual the sensor was replaced and sent to (B)(6) for further investigation. Although the ocs test passed, the clamp motor was found noisy and sent back too. After visual inspection, both parts were cross tested. The upstream sensor kit was tested and let run overnight and the value was found stable. Therefore no functional issue could be detected. The clamp motor was also tested with flow rate test at full speed and no abnormal noise occured. No technical or functional cause could be identified. The reported event cannot be confirmed and might be linked to another part but can only be analyzed with the associated device. It is also to be noted that preventive maintenance was overdue. To ensure the normal performance of the device, it is recommended that preventive maintenance is performed every 3 years by a qualified technician. To our knowledge this complaint is not being related to patient safety. This complaint is not valid. No action was initiated for this issue as per our local procedures.